Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported about two months after implant the patient had two epileptic seizures. The first seizure occurred at the first programming session, and the other seizure occurred two weeks later under constant stimulation. The patient had no known history of epilepsy. The patient was given anti-epileptic medication and recovered without sequela. So far there have been no other seizures. It was noted that during the implant, the wrong extensions were implanted "due to an error in the operating room." The intent was to use dbs approved extensions with the model numbers 7482 and 7482a.